Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "heater turned off without warning shortly after turning on. They turn back on and it worked again". No patient injury reported. No medical intervention reported. Patient condition reported to be fine.

Event description:
It was reported that the "heater turned off without warning shortly after turning on. They turn back on and it worked again". No patient injury reported. No medical intervention reported. Patient condition reported to be fine.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as the serial number provided by the customer is not a valid serial number. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.